Event description:
Consumer complaint of high blood results via pharmacy. Expected blood glucose results fasting range from 110 to 120 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call not available since product not being stored correctly. Verified storage of product is not within specification since it is kept in high humidity area. Test strip lot MFR's expiration date is 01/31/2017 and open vial date is one week ago. Recall test results performed before meals from meter memory: adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference.